Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 504 mg/dl., all of the pump supplies were changed and the bg lowered to 142 mg/dl. The contact did not know why the bg had elevated. As the pump supplies were changed, a pump system check was unable to be performed. The pump settings were confirmed to be correct.